Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cognizant agent tried to transfer patient (pt) but their five9 froze. Cognizant agent said that the pt reported that their recharger is broken and has physical damage, including screen damage and "there's a crackling sound". Attempted to call pt back twice and left vm asking them to call patient services (pss) back. Pt called back and confirmed that the recharger(insr) screen is cracked and wont come on. They said they hear something inside of insr that sounds like a piece of metal fell into the insr. A request was sent to repair dept to replace the insr. Pt called back stating that they got the new recharger last week, however the issue was now with the desktop charger (dtc) as the dtc connector pin broke. Agent reviewed dtc replacement with the pt.